Manufacturer narrative:
Product event summary: the sewing ring associated with the hvad implant kit of unknown serial number, along with its accessories, was not returned for evaluation. Review of the manufacturing documentation could not be performed since the serial number is unknown. The reported event could not be confirmed since the components were not returned and no evidence or supporting data was provided. Based on the limited information available, there is no evidence to suggest that a component malfunction caused or contributed to the reported event. An investigation was initiated to evaluate loose and missing sewing ring screws. Based on historical review of similar events, a possible root cause of loose sewing ring screws prior to implant may be attributed but not limited to an assembly error and/or improper handling of the device. However, based on the available information, the exact circumstances surrounding the event and its relation to the implant procedure are unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of complaint sources data. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated that the screw came out of the ventricular assist device (vad) sewing ring. The sewing ring remains in use. No patient complications have been reported as a result of this event.